Manufacturer narrative:
(B)(4). Patient is nearly (B)(6). Report source: (B)(6). UDI # (B)(4). Concomitant medical products: 00599404020 - articular surface - 63595966, 00599404014 - lcck art surf ef 5-6/grn 14 - 63848837, 00596404017 - lps-flex fxd mld ef/5-6 17mm - 63973924, 00599405117 - articular surface with locking - 63879980, 00597206535 - all poly patella - 64209118, 00598801212 - stem extension straight - 64172953, 00599401691 - femoral component option - 64119165, 00598801215 - stem extension straight 15mm - 64195724, 00599404017 - articular surface - 63680355. Visual examination of the 4 returned articular surfaces identified signs of use (nicked or gouged), all except one of their respective locking screws were returned & undamaged. DHR was reviewed and no discrepancies relevant to the reported event were found. Per nexgen cr, ps, cra, lps and lcck knee package insert, appropriate matching of components will occur when the femoral and tibial baseplate colors and/or sizes are matched to the articular surface label. Mismatching may result in poor surface contact and could produce pain, decrease wear resistance, produce instability of the implant, or otherwise reduce implant life. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01843, 0001822565 - 2019 - 03146, 0001822565 - 2019 - 01845, 0001822565 - 2019 - 01846.

Event description:
It was reported that during an initial knee surgery, the locking screw would not engage with the tibial plate. It was noted that 4 products were used before finding the correct fit, resulting in 1-2 hour surgical delay.